Event description:
Related manufacturer report number: 2017865-2023-94291. During an in-clinic follow-up, episodes of oversensing was detected on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.